Event description:
It was reported during pre op the m4 handpiece did not move/worked and was overheating. The handpiece ran on the oscillation mode, irrigation was used. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device was completed and found that as the handpiece was not working, overheating has not been duplicated/observed. The lock lever was found stiff. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.